Event description:
It was reported that a patient presented with long charge time, premature battery depletion, and failure to charge noted on the patient's implantable cardioverter defibrillator. This resulted in a sustained patient arrhythmia. The patient's device was turned off. No further intervention or adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.